Event description:
Device malfunction: stent fracture. Time of malfunction: during the procedure. Symptoms/ae: medical intervention. It was reported via a trial that during the procedure in the left internal carotid artery, during removal of the emboshield nav6 filter, the retrieval catheter (rc) was unable to advance through the rx acculink stent and the stent had the appearance of a fracture in 1-2 "spines." A second stent was implanted, overlapping the fractured stent, and an rx accunet rc was successfully advanced through the stent and the filter was removed. There was no reported adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: it was reported that the retrieval catheter (rc) was unable to advance through the rx acculink stent. The device used during the procedure was not returned which could have aided in the determination of the cause; however, difficulty advancing the retrieval catheter can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, and accessory device support. Additionally, the rx accunet recovery catheter successfully removed the filter after a second stent was implanted, overlapping the fractured stent. There was no reported adverse pt effect. There was no damage reported to the retrieval catheter during the inspection prior to use, thus, the fractured stent might have contributed to the difficulty experienced by the first retrieval catheter by blocking the passage through the stent. The angio images for the alleged fractured stent is not available. Based on available info, a conclusive cause appears to be related to the circumstances during the procedure. There was no indication of any product deficiencies which could have contributed to the outcome of the procedure. A review of the finished device lot history record (lhr) did not reveal any related nonconforming material record associated with this lot number.